Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to infection. The cause of the reported event could not be conclusively determined. No time or drive stalls were seen in the download data.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. Symptoms reported include redness, swelling, pain and purulent discharge. The patient visited the clinic and was prescribed mupirocin and fucicort ointment for treatment.